Event description:
The user facility reported blood leakage from the centrifugal pump during a bypass procedure. As a result of the noted anomally, the perfusionist switched to another pump and the surgery was completed without further complications. Additional event-specific information was not available.

Manufacturer narrative:
Although this patient was reported to be unaffected, the event description indicates that some blood loss was associated with this event due to change out. Method - sample not returned for evaluation, review of information provided by the user facility and quality records. The involved device has not been received for evaluation, which limits the failure investigation. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.